Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had a high blood glucose of 400 mg/dl. She had called to report on sensor issues, and did not mention any symptoms or treatments of her hyperglycemia. No products were shipped or returned.